Event description:
According to the surgeon, a patient with critical limb ischemia was indicated for femoropopliteal venous in situ bypass and disobliteration. Before using the valvulotome a standard preparation was performed - rinsing and repeated test of the functionality of the valvulotome by the operator. The saph. Magna vein was of borderline width, but usable for in situ bypass. The valvulotome was introduced from the distal end of the vein graft proximally in the closed position to the proximal end of the graft. Before sewing the proximal anastomosis, the surgeon needed to slightly pull back the valvulotome, it was still in a closed position. However, when moving backward, the catheter was immediately blocked. During the open revision of the blocked catheter, the surgeon found that there was a longitudinal laceration of the vein graft with a length of 10 cm. The cause was the eccentric protrusion of 1 valvulotome knife, which caused laceration of the graft. The valvulotome was still in the closed position. The damage of the vein graft was so extensive that it could not be used for the bypass. A different graft was used to complete the operation.

Manufacturer narrative:
We have received the complaint device for evaluation, and the reported incident was confirmed. Additionally, the device was returned with the distal portion, including the blades cut off of the device. As a result, the blades were not able to be actuated using the green handle. On distal portion that contained the blades, one of the blades was observed protruding out of the retainer slot and didn't seat properly on the slot. The blade was misaligned preventing it from properly inserting into its retainer slot. The root cause of this issue was determined to be centering hoop to wire welding error along with operator adjustment error. During the welding process, this centering hoop was likely not properly aligned against its retainer slot. The blade process includes manual manipulation of each blade by the operator. Operator errors, are possible due to the manual nature of the adjustments. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. A corrective and preventive action (CAPA) has been opened to address this issue.